Event description:
Boston scientific crm received information that post non-boston scientific crm device replacement procedure, this lead displayed low impedance measurements. An internal technical service consultant was contacted and provided information that this lead is unipolar and there are no reprogramming options available. No noise or sensing issues were reported. It was recommended that the caller discuss a possible lead revision with the patient's physician. No adverse patient effects were reported. Additional information was received; a revision procedure was performed as the lead was not pacing or sensing appropriately. The lead was removed and replaced.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, a visual inspection revealed two lead segments were returned. The terminal segment revealed the distal end was severed. The middle segment was severed at both ends. The insulation at one end appeared to have tissue ingrown which may have indicated the coils had been exposed. Resistance and pressure testing were performed to assess the leads electrical performance. Measurements throughout these tests revealed the returned segments of the lead were electrically continuous.